Event description:
During testing and repair at the independent repair center, the irc5po2 concentrator was reported to be alarming (red light). This was due to the manifold valve sticking which led to the malfunction.